Manufacturer narrative:
(B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient was hospitalized for recurrent cellulitis around stoma with associated symptoms of stoma site pain, swelling, discharge, and bleeding. The patient was treated with intravenous (IV) ampicillin and sulbactam. The event had not resolved.